Event description:
Discordant advia centaur ahbs results were obtained on patient samples. The results were reported to the physician(s). The samples were retested on another system. There was no report of patient intervention or adverse health consequences due to the discordant ahbs results.

Event description:
Discordant advia centaur ahbs results were obtained on a patient samples. The results were reported to the physician (s). The samples were retested on another system. There was no report of patient intervention or adverse health consequences due to the discordant ahbs results.

Event description:
Discordant advia centaur ahbs results were obtained on a patient samples. The results were reported to the physician (s). The samples were retested on another system. There was no report of patient intervention or adverse health consequences due to the discordant ahbs results.

Event description:
Discordant advia centaur ahbs results were obtained on a patient samples. The results were reported to the physician (s). The samples were retested on another system. There was no report of patient intervention or adverse health consequences due to the discordant ahbs results.

Event description:
Discordant advia centaur ahbs results were obtained on a patient samples. The results were reported to the physician (s). The samples were retested on another system. There was no report of patient intervention or adverse health consequences due to the discordant ahbs results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ahbs patient results was due to the malfunction of the wash manifold and aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ahbs patient results was due to the malfunction of the wash manifold and aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ahbs patient results was due to the malfunction of the wash manifold and aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ahbs patient results was due to the malfunction of the wash manifold and aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ahbs patient results was due to the malfunction of the wash manifold and aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.